Event description:
Fifteen days postop the pt was returned to surgery after the cardiac clinic found moderate to severe paravalvular leak. The ventricular function was good. An operation was performed to replace a 19mm valve with a 21 mm valve of same type. Pt recovered.

Manufacturer narrative:
Device history record analyzed, all was found to be within specification. Record indicates a junior surgeon undersized the valve contributing to the leak.